Event description:
The customer observed imprecise hemoglobin results generated on the cell dyn ruby for a neonatal patient sample. The following data was provided (customer¿s reference range 12.9-14.2 g/dl): initial result = 16.8 g/dl, repeat result = 6.75 g/dl, no impact to patient management was reported. 17oct2024 additional information was provided for patient previously reported on (B)(6) 2024 sample ID (B)(6). Additional results provided: wbc initial result = 10.4 10e3/ul, repeat result = 13.6 10e3/ul, neutrophil initial result = 3.49, repeat result = 4.13, platelet initial result = 78.6 10e3/ul, repeat result = 129 10e3/ul.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Additional information in the following sections: section a1 - patient identifier updated from na to (B)(6). Section b3 - date of event updated from 9/4/2024 to 9/5/2024. Section b5 - describe event or problem updated with additional information provided. Section h4 - device mfg date updated from blank to 1/27/2021.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed imprecise hemoglobin results generated on the cell dyn ruby for a neonatal patient sample. The following data was provided (customer¿s reference range 12.9-14.2 g/dl): initial result = 16.8 g/dl, repeat result = 6.75 g/dl no impact to patient management was reported.

Event description:
The customer observed imprecise hemoglobin results generated on the cell dyn ruby for a neonatal patient sample. The following data was provided (customer¿s reference range 12.9-14.2 g/dl): initial result = 16.8 g/dl, repeat result = 6.75 g/dl. No impact to patient management was reported. 17oct2024 additional information was provided for patient previously reported on. (B)(6) 2024 sample ID (B)(6). Additional results provided: wbc initial result = 10.4 10e3/ul, repeat result = 13.6 10e3/ul. Neutrophil initial result = 3.49, repeat result = 4.13. Platelet initial result = 78.6 10e3/ul, repeat result = 129 10e3/ul.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. The customer indicated the pediatric tube was filled to the top. Based on the tube type, customer service advised the customer to only fill to the 500 ul mark. Upon later follow-up, the customer confirmed that once he started filling the sample tube according to the procedure indicated, no other issues have been observed. A review of all complaints associated and a review of complaint trends for the list number was performed. The review did not identify any trends. Labeling was reviewed and found to adequately address the issue under review. Based on this investigation, the device met performance specifications and performed as intended at the customer site. Use error contributed to this event due to incorrect processing of the extraction/filling of the pediatric tube. Based on the investigation the cell-dyn ruby, serial number 71790bg is performing as intended, no systemic issue or deficiency was identified.